Manufacturer narrative:
Upon investigation of this incident, it was determined that the medication was not on the list. A technical support specialist assisted a nurse who had called for help reloading the application. After the app was restarted, the nurse successfully logged in and completed tasks. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a medication was not on patient list. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.